Event description:
I am writing this as a doctor and the patient. I had cataract surgery and the ophthalmologist did everything correctly, but my vision in the "corrected" eye was immediately worse and continues so. The lens was a symphony lens made and purchased from (B)(4). I will be having surgery again on (B)(6) 2017 to replace the symphony lens with a standard one. My fear is the original lens will be sent back to abbott where they will not want to find anything wrong even if there is. Please advise.